Manufacturer narrative:
The subject device was received and evaluated. Service repair noted a deposit found during the incoming inspection whose origin could be identified was clogging the air / water channel and could not be removed from it. The replacement of the a-rubber, the nozzle, and the air /water channel are required to return the instrument to the OEM (original equipment manufacturer) specification. Review of service history record found the product was placed in service in june 2017. Previously, the device had been returned for repair in january 2022 for an image issue. Based on evaluation findings the foreign material found in the air/water channel likely accumulated and clogged the nozzle during the procedure. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "the loaner device is clogged". The issue found during an unknown event. There was no patient harm, no user reported due to the event. Device evaluation found the air/water channel (nozzle is clogged) with foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. The following information is stated in the instructions for use (IFU): "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.